Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited unexpected power loss. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received a prophylactic controller exchange and the unexpected power loss was due to a user error by the vad coordinator.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the controller (B)(6) was not returned for evaluation. Log file analysis revealed a controller power up with an associated motor start event on 16/jan/2024 at 11:02:08, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that bat (B)(6) was connected to power port one (1) with 52% of relative state of charge (rsoc) and bat (B)(6) was connected to power port two (2) with 97% of relative state of charge (rsoc). The data point recorded after the loss of power revealed that bat(B)(6) was connected to power port one (1) and bat(B)(6) was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 23 seconds. As a result, the reported loss of power was confirmed. Review of the alarm log file revealed eight (8) low flow alarms were logged since (B)(6) 2024. Review of the alarm log file associated with (B)(6) also revealed a vad disconnect alarm was logged on (B)(6) 2024 at 11:01:43, likely due to physical disconnection of the driveline from the controller, likely during the reported controller exchange. Review of log files associated with (B)(6) revealed four (4) vad disconnect alarms were logged on (B)(6) 2024 between 09:53:10 and 09:58:00 indicating the controller was powered on without the driveline connected, likely in preparation of the controller exchange. The observed low flow event is an additional finding not related to the reported event. Based on risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, const riction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the loss of power event can be attributed to the double disconnection of both power sources as described in the event details. CAPA pr00551638 is I investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.